Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult aspiration and infusion is unconfirmed because the problem could not be reproduced. One 4 fr s/l groshong nxt clearvue catheter with its inlaid stylet was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned catheter. A microscopic observation revealed the valve length was within drawing specifications of dwg0051277, revision 002. Repeated functional testing of the catheter revealed the device valve was patent to infusion and aspiration with no observed difficulty. Potential observed causes of failure may include catheter placement or other unknown factors. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer the PICC outpatient nurse placed PICC next to the bed, and the catheter was examined because it was found that it was difficult for the catheter to push and aspirate normal saline, and the examination valve could not be fully opened, and everything was normal when the catheter was replaced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer the PICC outpatient nurse placed PICC next to the bed, and the catheter was examined because it was found that it was difficult for the catheter to push and aspirate normal saline, and the examination valve could not be fully opened, and everything was normal when the catheter was replaced. No other information was provided.